Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a crease flat, white color biological tissue, and an opening. A microscopic analysis was performed which identified a striated opening on the anterior side consistent in the use of some surgical tools. Based on the device analysis the final assessment was a striated opening on anterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "removal due to recall" and capsular contracture, baker grade iii. Device has been explanted.